Manufacturer narrative:
Consequently, an 8f britetip guiding catheter was advanced, the whole system captured including the filter basket and removed. It was noted that the filter basket once moved to common carotid artery during the attempt to retrieve the deployment sheath, however, it did not cause any consequence to the patient. Another angioguard (803014mc/lot unknown) was delivered and the procedure was continued. A precise stent (8mm 3cm/lot unknown) was deployed. Post-dilatation was carried out with amiia balloon catheter at 10 atmospheres for two times. At that point, slow blood flow was observed by cine and the patient's consciousness level was decreased. The physician suctioned with thrombuster suction catheter and the patient's consciousness level was recovered, however, at this time, paralysis appeared on the left hand. The 18000 units of urokinase were administered by arterial injection. No intracranial embolization was observed by fluoroscopy. Paralysis on left hand disappeared completely after 10 - 15 minute. The procedure was completed successful and the patient is in stable condition without any after effects. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt. This is one of three products involved in the same patient and reported under manufacturing number 1016427-2008-00079, 9610978-2008-00077 and 1016427-2008-00080.

Event description:
Report received indicated withdrawal difficulty during removal of the 1st embolic protection device delivery sheath and decrease of consciousness, monoplegia of upper limb and hypoperfusion during post stent dilatation. Carotid artery stenting was being performed. The largest lesion was the right internal carotid artery and was described having mild calcification, no vessel tortuosity and 99% stenosis. The lesion was pre-dilated. An angioguard (803014mc/71206510) was delivered to the lesion and filter deployed. Thereafter, attempts to withdrawn the angioguard's deployment sheath was made however "large" friction between the deployment sheath and the filter guidewire was met as a result the deployment sheath became stuck during its withdrawal approximately 50 cm. The physician tried to resolve the issue of the deployment sheath sticking to the wire by pushing and pulling it repeatedly however was unable to remove the deployment sheath.